Event description:
On (B) (4) 2010, this patient underwent endovascular repair of a dissecting and aneurysmal aorta using gore excluder endoprostheses. When removing the 24fr introducer sheath, the iliac artery ruptured. Blood loss was more than 1 liter. The rupture was repaired. The patient was reported to be in stable condition in the intensive care unit.

Manufacturer narrative:
According to the gore introducer sheath with silicone pinch valve instructions for use, minimum vessel diameter required for use with the (B) (4) sheath is 8.1 mm. If vessel is too small, major bleeding, vessel rupture/perforation, and serious injury to the patient including death may result.